Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Device evaluation anticipated but not begun. The device history record review has been performed, and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation results will be reported once completed, in order to reach a conclusive report into the root cause of this event.

Manufacturer narrative:
(B)(4). Product evaluation: as received, the valve exhibits thickened and swollen tissue. Tears are detected at opposite commissures of leaflet 3, at commissure 1 and commissure 3, the tears measure to approximately 6-8mm. The tears led the leaflet 3 to prolapse relative to the other leaflets. At leaflet 1 at commissure 2 a tear in the tissue is detected; it measures to approximately 7mm. A 6mm tear is also noted at leaflet 2 at commissure 3. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4mm. Commissure 1 and commissure 2 are pushed towards the center of the valve, evident in the x-ray. The returned device was examined visually and with a light microscope, digital microscope, x-ray and a lab ruler. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, the bioprosthetic valve was explanted after an implant duration of approximately 9 years due to calcification. The operative report states, "at surgery, the aortic valve was significantly degenerated. One of the leaflets seemed to be folded and not properly functioning. "